Event description:
The device was used to treat a pt and reportedly displayed dashed lines on the screen when the limb leads were attched to the pt. The ECG electrodes and limb lead cable were replaced and the dashed lines continued to be displayed. A back up device was obtained and treatment to the pt was continued. The pt's details and outcome were not initially reported.